Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump also alarmed unexpected restart error. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad trace; unable to performed functional test due to keypad anomaly. No blank display. The lcd board ok. The insulin pump was received with stop idle currents and run current within specification. The insulin pump minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.